Event description:
It was reported that during an implant attempt, in slitting the catheter, the braiding appeared to fall apart/split making the slitting process difficult. The physician managed to get the catheter fully slit but with difficulty and in the process the ventricular lead was dislodged. The lead was repositioned and remains in use. It was also noted during this implant attempt, that another ventricular lead was attempted and not used because it failed to maintain position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned and analyzed. The catheter was kinked and damaged at implant. It was visually noted that the catheter was slit spirally (technique issue) right from the start, control wire was snagged a 1cm from the handle. The catheter was slit to the end. Kinks were visible in the shaft.